Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ syringe was difficult to move. The following information was provided by the initial reporter: material no: unknown (reported 324909) batch no: unknown. It was reported that the plunger had been pushed and the orabge protective cap was impossible to remove.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check for incorrect placement due to unknown lot number. See h.10.

Event description:
It was reported that unspecified bd¿ syringe was difficult to move. The following information was provided by the initial reporter: material no: unknown (reported 324909) batch no: unknown it was reported that the plunger had been pushed and the orabge protective cap was impossible to remove.